Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user was unable to issue medication from the refrigerator. A technical support specialist informed the customer that the items they wanted to issue were configured as key combo items. Explained that they would not be able to issue them unless the pharmacy either removed the key combo configuration or assigned them a key. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the user tried to issue an item, but a message popped up saying "item requires a key which is not assigned to this cabinet". The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.